Manufacturer narrative:
The device was not returned for analysis. It is likely that the balloon interacted with anatomy which was reported as heavily calcified causing damage to the outer surface and resulting in balloon rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported balloon rupture was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the open procedure with a cut down to the left femoral artery was performed to treat a 70% stenosed, mildly tortuous, and heavily calcified lesion in the right external iliac artery. A 7x40mm armada 35 balloon catheter was advanced over an unspecified wire and inflated to nominal pressure; however, the balloon ruptured due to the calcified lesion. An attempt to remove balloon catheter was made, but the distal tip of balloon was stuck with the 7fr sheath and could not be removed. The balloon catheter and sheath were removed as one unit over the wire intact. A new 7fr sheath was reinserted into artery over the wire and the procedure was successfully completed with arterial closure with a starclose. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.